Event description:
The customer reported via phone call that she changed the insulin pump's battery and lost her settings. The customer stated that she used a battery that was previously used in another device. During troubleshooting, review of the insulin pump's alarm history showed that there was a recent failed battery test. The customer was advised to insert a new battery and clear the alarm. Blood glucose level at the time of the incident was 203 mg/dl. The customer will monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.